Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed a packaging problem due to a hair being found inside the package.

Event description:
It was reported that a hair was seen to be present inside the sterile packaging of a rotator tool kit. The kit was returned to the company. No patient complications have been reported as a result of this event.